Event description:
Note date of event is unk. The complainant has reported that a patient (age and gender unknown) had undergone a hemostatic clipping procedure in order to treat a bleed within the stomach using a total of two bsc resolution clip devices. This report is of the first of the two devices involved. (Refer to medwatch #6000048-2007-00121). It was reported that "during the procedure one clip did not close and the second clip grasped the tissue, but would not release from the catheter." It was also reported that the physician removed the clip and used another clip successfully. However, there were multiple bleed sites; so the patient was therefore brought into surgery. Moreover, it was reported that the patient was not brought into surgery due to the malfunction of the two clips; it was due to the amount of bleed sites. No additional trauma was sustained due to this issue.

Manufacturer narrative:
The customer has indicated that the product will not be returned to the manufacturer; therefore, a failure analysis cannot be conducted to determine the root cause of failure or the relationship of the failure to the reported event. The customer was unable to supply the lot number; consequently, the device history record of the suspect device cannot be reviewed and a search for similar complaints cannot be reviewed. In addition, the february 2007 15-month complaint trend report was reviewed for the hemostatic clipping device family; an unfavorable trend was noted. No data points exceed the bsc trigger action limit. Two consecutive months of increasing number of complaints is identified as an unfavorable trend. Complaints for this product family were reported in december 2006, some were reported in january 2007, and some complaints were reported in february 2007. Due to the low number of increased complaints, the low magnitude of the number complaints, and the low clinical severity of the failure modes, no specific action is warranted at this time.